Event description:
During remote monitoring, the device was found to have reached the elective replacement indicator (eri). Abbott technical support was contacted, and premature battery depletion was suspected to be the cause of the eri. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature discharge of battery was confirmed. The device was received from the field with battery voltage at end of service level. Longevity assessment found the implant duration did not meet the projected longevity indicating premature depletion. The device case was cut open and drain current measured indicated high current which was isolated to a capacitor on the hybrid which depleted the battery prematurely.